Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported difficulty was not able to be confirmed. The balloon was returned ruptured. Based on visual dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents for difficult to position reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. The command guide wire mentioned is being filed under a separate medwatch report.

Event description:
It was reported that the armada 14 balloon could not be advanced over the command guide wire, as there was too much friction. During removal of the balloon catheter, resistance was again felt with the balloon. A new command guide wire was used without issue with the same armada 14 balloon catheter, without issue. There were no adverse patient effects. There was no clinically significant delay in the procedure. Returned device analysis found that the balloon was ruptured. No additional information was provided.